Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, when they physician was about to deploy the first band, it was noticed that "the connecting wire was cut off with the deployer." The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event was reported by the distributor. The physician is: dr. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
This event was reported by the distributor. The physician is: dr. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, when they physician was about to deploy the first band, it was noticed that "the connecting wire was cut off with the deployer." The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.